Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system failure: force sensor bridge test. There was unknown patient involvement.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. It was stated that the device had a system failure "force sensor bridge test". Able to confirm by viewing the history. The root cause was attributed to the main board. The entire plunger assembly and main board had to be replaced along with a cracked case. Replaced a non-OEM (original equipment manufacturer) battery that was completely dead. After the repairs were done, the pump was calibrated. The pump passes all validation tests. The software updated to v1.6.5. Pump was reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.